Event description:
It was reported that during a supply change the user observed insulin leaking from the cartridge after attaching the connector adapter, noting this was the second occurrence. No clinical symptoms reported during the event. Outcomes included user impact related to low insulin delivery without hospitalization. Investigation of this case revealed a suspected leak at the cartridge-to-connector interface consistent with a component or connection issue affecting the insulin pathway. It was concluded, based on previously established findings for similar reports, that the cause was use-related connection error or interface malfunction.